Event description:
Information received with return of the explanted device notes a telemetry anomaly and device failure. Also reported was that the "patient being treated w/ radiation therapy for breast cancer. Device may/not have been covered during radiation."~~~~~~~~